Event description:
It was reported that during a laparoscopic procedure, clips were unformed when the device was used on the blood vessel. It was unknown which firing of the device this event occurred on. There was no unexpected noise. There was no torquing or twisting. After this event, the device was fired in our of the patient. Another device was used to complete the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.